Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 50 mg/dl while their blood glucose reading was 205 mg/dl. Troubleshooting was performed. The insulin delivery was suspended due to a low sensor glucose. The sensor will not be returned for analysis.